Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported they ¿wanted the device removed from their body because they continued to be harassed by a few people in their neighborhood that have remotes to their device.¿

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient believed they have a medtronic dbs system, implanted about 10 years ago. The patient stated they were under "remote neuromonitoring" by unknown criminals. The patient was trying to figure out what type of dbs device they had in their body as they wanted to turn off the device. The patient stated that they did not have a hcp and did not know who implanted the device or where it was implanted, saying that they were "knocked out, abducted and woke up with the top of their head hurting with different hearing" and that this had happened more than once. The patient stated that they also have an implantable bladder device along with other devices such as cochlear implants and something in their eyes. The patient said this was against their will and they don't have parkinson's disease. The patient was redirected to a hcp.